Event description:
The customer reported being admitted as an inpatient for medical treatment due to his unexplained low glucose of 22mg/dl. Troubleshooting was performed. The customer stated that he was asleep, and his mother could not wake him up. The paramedics were called and treated him with glucagon injections. The customer believes that the cause of his low glucose level is stress and basal rates setting too high. The caller declined further troubleshooting at the time. The customer stated that he called his doctor requesting assistance to lower the basal rates and will call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.